Event description:
Reporter indicated that the pt's device diagnostic testing at office visit resulted in high impedance reading (dc dc code 7 and limit), indicating possible device malfunction. Pt had been in a motor vehicle accident several weeks prior. Since then, the pt reported that the stimulation is less intense. Prior to the accident, the pt could feel stimulation and now he cannot feel device stimulation. Treating neurologist indicated that there is no change in seizure frequency. X-rays were performed and sent to the manufacturer for review. Adequate strain relief appeared to be present. The entirety of the lead could be seen with no apparent lead discontinuities or acute angles. The x-rays also revealed that the lead connector pin did not appear to be past the connector block in the generator, indicating that the lead does not appear to be fully inserted into the generator. This can cause the high impedance reading received. Pt has been referred to surgeon for revision surgery. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Further follow-up revealed that the patient underwent revision surgery. During the surgery, tafter the patient was anesthetized, device diagnostic testing was within normal limits, indicating that the device is functioning properlyt. The patient adjusted into various positions to determine if there was a positional break or if the lead pin was not making proper connection in the generator header. Device diagnostic testing performed after each position change was within normal limits. Surgeon then decided not to proceed with the surgety because device diagnostic testing was within normal limits. The patient was brought out of anesthesia and device diagnostic testing performed after the patient was awakened was again within normal limits. Indicating proper device function. Consuit between the surgeon and neurologtist revealed that the patient was involved in a second motor vehicle accident approximately one month after the first. Device diagnostic testing was not performed between the second motor vehicle accident and the revision surgery. It was later reported that device diagnostic testing once again resulted in high lead impedance reading (de-de code 7 and limit) indicating possible device malfunction. It was reported that the patient can no longer feel device stimulation and has experienced an increase in seizures, not above pre-vns baseline. The patient again underwent revision surgery. During the second surgery, device diagnostic testing prior to opening the patient's incision resulted in high lead impedance (de-dc code 7 and limit). After the incision was opened device diagnostic testing was performed and was within normal limits. The pulse generator was disconnected from the bipolar lead and testid separately. Diagnostic testing of the generator alone was within normal limits, indicating a possible lead malfunction. Visual inspection of the lead did not identify any obvious discontinuities. Both the pulse generator and bipolar lead (including one electrode) were then rejected.

Event description:
Further follow-up revealed that the pt is doing well since vns therapy system replacement. Product analysis summary: approx 39cm of the lead assembly was returned for analysis in one piece. Inspection of the lead assembly identified one indentation at the end of the connector pin most likely caused by a setscrew. The appearance of the mark shows that it was produced by a partial contact with the setscrew. The location and shape of the mark on the pin, indicated that the lead connector was not fully inserted into the connector block and therefore would not permit adequate electrical and mechanical contact between the connector ring and the positive connection of the pulse generator (canted spring). Continuity check using a multimeter was performed. Continuity check did not identify and discontinuities on the portion of the lead returned. The condition of the lead, in general, is consistent with conditions that exist following the explant procedure. The concomitant device (pulse generator) was also returned and analyzed. The pulse generator met electrical test specifications. There were no visual anomalies identified or observed. The pulse generator did not show any condition that would have contributed to the reported events.